Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tissue was stuck in the curved-tip stapler 30 instrument blade. The blade would not move. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure date was confirmed to be on (B)(6) 2023 during a pulmonary lobectomy on system sk2128. It is unknown how long the instrument was in use for prior to the reported event. The tissue was released manually with a laparoscopic grasper. Only the intended tissue was excised due to the event. The tissue was planned to be removed as part of the procedure. Unknown if there was any bleeding due to the event. The patient current status was unknown. The surgeon was unsure what caused the event to happen.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved-tip stapler 30 instrument to perform failure analysis. The curved-tip stapler 30 instrument passed initialization. The instrument was then placed and driven on an in-house system, and it moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired, and unclamped without showing any errors.